Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (s/n (B)(4) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
After the thermogard xp ivtm system (s/n (B)(4) was powered on, smoke was observed coming from the backside of the display head of the thermogard console. It was also reported that a charred smell was detected. Another thermogard console was used to continue the treatment without a delay. No further information was provided. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.